Manufacturer narrative:
B3. The event date is an estimated date (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that impedances have been the same all the time since year 2013. The manufacturer recommended not to perform MRI with impedances out of range. The customer will make the clinical decisions independently after consulting the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient will be in MRI today. The patient has a percept pc with legacy leads and the other lead from year 2013 had high impedance (over 11k ohms). The dbs therapy had been functioning well for the patient regardless of the high impedance. They inquired if MRI mode would be able to be turned on and risks with performing MRI with leads with high impedance, which was reviewed.